Manufacturer narrative:
Two lot numbers were reported (60309538 mfg 10-feb-2016/exp 11-feb-2018, 60291331 mfg 26-jan-2016/exp 27-jan-2018) however, at this time it is unknown which lot number pertains to this event as such the information on both numbers is being provided. Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the physician tried to rotate the valve alignment wheel, however, the system would bend and buckle. A cut down of the rle had to be done in order to remove the devices. The patient with a history of aortic root replacement with medtronic freestyle porcine heterograft in 2001, was undergoing a repair of ruptured descending thoracic aortic aneurysm with a gore c-tag endoprosthesis presented with severe ai. The team attempted to place 26mm evolute tavr valve, however, it partially embolized into the ventricle. The decision was them made to deploy a 29mm sapien 3 valve. A 16f sheath was placed in the right femoral artery. The 29mm sapien 3 valve/commander delivery system was then placed in the descending aorta. Step 1 of the alignment was successfully done (pulled catheter to white marker and locked system). While attempting to rotate the valve alignment wheel the system would bend and buckle. The commander delivery system was reset and a second attempt was made without success. The team then decided to remove the delivery system and sheath and prep another. The delivery system was unable to be removed therefore a cut down was made on the rle in order to remove the devices. A second commander delivery system was prepped and aligned successfully. Upon deployment of the 29mm sapien 3 valve, the thv had inflated to 20% when fluid was seen to be leaking out back of the delivery system. The fluid was pushed using a 60cc syringe in order to complete the deployment. The valve appeared stable but not fully deployed, therefore a 28mm zmed balloon was used to post-dilate the valve. Post deployment echo showed mild-moderate pvl. The patient left the operation room in stable condition.

Manufacturer narrative:
Due to no device and/or applicable imagery (relevant to the event) not being returned for evaluation, the complaint of ¿delivery system, withdrawal difficulty ¿ valve, through sheath¿, and ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. A review of complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the complaint event. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed and therefore, the true root cause was unable to be determined at this time. It should be noted that during manufacturing of the commander delivery system, multiple 100% inspections are performed. These inspections make it unlikely that a defect present in manufacturing contributed to the complaint. No manufacturing or IFU/training inadequacies were identified. Available information suggests that procedural factors may have contributed to the events. Review of complaint history for april 2016 revealed that the occurrence rate does not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required.